Event description:
It was reported that the patient underwent a minimally invasive 3 level posterior spinal surgical procedure. It was reported that 3 of the extenders popped off of the screws without much manipulation. This added an hour to the case. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.